Event description:
New information received notes that episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed again via remote transmission. Further programming changes were recommended and will be made at the next appointment.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).